Manufacturer narrative:
Na. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 8mm amplatzer vascular plug ii was chosen for a patent ductus arteriosus (pda) closure procedure. During procedure, when the physician removed the device via delivery sheath after trying to position it in the pda, removed the cable from the sheath the device 'fell' off the end of the cable. The physician decided re-screw it back and reintroduced into the pda. But the device was too small to occlude the pda and a new 10mm amplatzer vascular plug ii was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged

Manufacturer narrative:
The reported event of the premature separation during procedure could not be confirmed. The investigation found no anomalies with the function of the delivery cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was indicated that during the procedure, it was observed that the removed the device via delivery sheath after trying to position it in the pda, removed the cable from the sheath the device 'fell' off the end of the cable. The cause of the reported event could not be conclusively determined. It is possible that the device was not attached securely enough to the cable in the field; however, this cannot be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a